Event description:
As a previously very healthy person within months of having essure implanted I had to have my gallbladder removed, followed by many kidney issues, constant pelvic pain to the point I can't move, heart trouble, chest pain, severe anxiety issues, blacking/passing out; the most recent "blackout" I fell down a flight of stairs shattering my dominant hand requiring surgery and left with a partially functional hand, suicidal thoughts, and problems with ptsd, unexplainable skin rashes and uncontrollable itching. These are a few of the bigger problems I suffer from daily and was not warned about as side effects to my essure implants.